Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: the unit had difficulty inflating the surgical field it was working ok at the start of the case but mid way through, it was not inflating the field even though the pressure was good on the screen then they got an alarm for the real-time pressure sensing function the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be a leak in the high pressure unit .(B)(4).

Event description:
It was reported that there was a loss of insufflation and poor visualization. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was a loss of insufflation and poor visualization. The procedure was completed successfully.